Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that multiple altitude alarms, cartridge change error and minimum fill notification occurred after filling the cartridge with insulin. System check was performed, and the pump performed as intended. Customer successfully resumed insulin deliveries after the system check. There was no reported impact to the customer¿s blood glucose level.